Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. The unit was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The unit was also communicating properly with the onetouch ultralink blood glucose meter. The pump alarmed with an unexpected restart error after a battery change as well as during testing due to a broken solder joint on the interface board. The time and date was reset after the battery change due to the unexpected restart anomaly. No unexpected signal too low alarms occurred. The following physical damage was also found: cracked case at a display window corner, minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she has had low blood glucose events that put her in the hospital twice. She was wearing the pump at the times of hospitalization. The first time her blood glucose was 27 mg/dl, which she treated with orange juice and a glucose tablet. The customer experienced sweating as a result of her low. The second time she was sweating and passed out; due to unconsciousness she was unaware of her blood glucose reading at the time. Additionally, the customer stated that her insulin pump alarms with an unexpected restart error every time she changes the battery. The customer confirmed that she had not used the pump for about a month; she switched to insulin pens after her hospitalizations. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.